Manufacturer narrative:
Name- tandem. Street-11045 roselle street. City- san diego. State- ca. Zip code- 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced introducer needle was ahead of the cannula prior to insertion due to which the blood glucose was high on (B)(6) 2026. The patient blood glucose was 28.6 mmol/l and got treated with correction injection via multiple daily injection (mdi).